Manufacturer narrative:
(B)(4). For related events on the same patient see MDR #3010532612-2019-00085 and tc #(B)(4), MDR #3010532612-2019-00062 and tc #(B)(4), MDR #3010532612-2019-00063 and tc # (B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was in use, the staff experienced helium loss alarm 4-6 times an hour. The first pump was swapped out, and a new pump was used, but the alarm continued. No blood was noted in the tubing, and no kinking. The pump is pumping at 38cc. A strip of the balloon pressure waveform (bpw) did not note any obstruction, a very slight slope on the bpw. As a result, the doctor opted to remove the iab and reinsert another. The new iab was inserted on the opposite groin side. The iab was removed without any issues or incidence. There was a report of patient death. The rn reported that the patient had an ejection fraction of 12% and was not a surgical candidate. The device did not cause or contribute to the patient's death.

Event description:
It was reported that when the intra-aortic balloon (iab) was in use, the staff experienced helium loss alarm 4-6 times an hour. The first pump was swapped out, and a new pump was used, but the alarm continued. No blood was noted in the tubing, and no kinking. The pump is pumping at 38cc. A strip of the balloon pressure waveform (bpw) did not note any obstruction, a very slight slope on the bpw. As a result, the doctor opted to remove the iab and reinsert another. The new iab was inserted on the opposite groin side. The iab was removed without any issues or incidence. There was a report of patient death. The rn reported that the patient had an ejection fraction of 12% and was not a surgical candidate. The device did not cause or contribute to the patient's death.

Manufacturer narrative:
(B)(4). For related events on the same patient see MDR #3010532612-2019-00085 and tc #1900066632, MDR #3010532612-2019-00062 and tc #1900066634 , MDR #3010532612-2019-00063 and tc #1900066635. Teleflex received the device for investigation. The reported complaint of helium loss alarm is confirmed based on the customer pictures provided with the complaint report. During leak testing, a small external leak was identified on the mating connection between the iab short driveline tubing to inflation driveline tubing. No other leaks were detected. It is possible that the small external leak could cause or contribute to a helium loss alarm. The root cause of the helium loss alarm is undetermined, but a potential cause is an external leak from the driveline connection. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A non-conformance has been initiated to further investigate the cause.